Event description:
This report is based on information provided by a philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl+ defibrillator, indicating that the device exhibited a configuration error. Available details indicated that there was no fault with the equipment. The customer just called to inquire. However, no further information was provided as to the inquiry. The device remains at the customer site, and no further evaluation is warranted at this time. Based on the information available, there was no evidence of device malfunction. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The device was confirmed to be operating per specifications. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Manufacturer narrative:
Reporting institution name: (B)(6). Reporting address line 1: (B)(6). Reporter first name: (B)(6).